Event description:
It was reported that there was a connection issue between the female connector of a transfer set and the patient line of a homechoice disposable set with cassette. This issue was further described as, ¿cannot be closely connected with the female connector¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.